Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, the device was broken shell, missing shell and two curved openings. A microscopic analysis and leak test were performed which identified one opening crease smooth, more than three curved openings striated and broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: more than three openings striated in the side anterior/posterior assessed as surgical damage. A striated edge broken in the side radius assessed as surgical damage. One opening crease smooth in the side posterior assessed as fold flaw opening. Missing shell assessed as inconclusive. Trend review summary: review of all complaints of a050401 fluid leak for the period of sep 2019 through aug 2021 related to date opened indicates that 7 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿p-chart of a050401 fluid leak for saline implants and additional analysis¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. A review of the device history record has been completed. No deviations or non-conformances noted.